Manufacturer narrative:
Additional information: d10 the reported inability to loosen the rv set screw was confirmed in the laboratory. Visual inspection identified septum material inside the rv screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a standard generator replacement. The right ventricular set screw was noted to be stripped, preventing the physician from removing the lead. The lead had to be cut for the device to be removed. The device was replaced without further issues. The patient was stable.